Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4 jan, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection under magnification revealed that the complaint lens was received taped to the handpiece tray. The lens was removed and cleaned revealing that the lens was torn and chipped. No further issues were observed with the lens. The complaint smartload was not received; therefore, no further investigation could be performed. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was originally reported that the smartload intraocular lens (iol) was broken and it was not implanted. Through follow-up we learned that the iol was implanted and once inside the eye, the surgeon saw that the lens was broken. The iol was cut and removed from the patient's operative eye. Another lens, same model, was implanted without any major difficulties. There was no patient injury reported. No further information was provided.